Manufacturer narrative:
H3: software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, version #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was not completing startup. It was reported that the system was intermittently becoming stuck during the perop check. There was no patient present when this issue was identified. The issue was suspected to be due to system memory being full. Additional information indicated the reported behavior resolved after deleting the patient data from the system.